Event description:
It was reported the pt's sys has not helped his pain. He stated he felt some stimulation in his legs but not in his back, and he has not used the sys in over a year. He reported he does not want to use the sys right now and will leave it implanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.